Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she wore her insulin pump in the pool and it no longer works. The patient's blood glucose at the time of incident is unknown. The customer stated that she tried to dry out her pump but then she received an excessive no delivery alarm. Troubleshooting was initiated for the excessive no delivery and the pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan health care provider's instruction. No products were returned or shipped because the customer already has a brand new pump at home; the customer was advised to call the 24-hour helpline to help her get started on the new pump.